Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: etlw1620c156e, stent graft, implanted: (B)(6) 2013; etlw1620c93e, stent graft, implanted: (B)(6) 2013; etbf2816c145e, stent graft, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to have reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.